Event description:
Customer reports out of box damage to electrode cartridge.

Manufacturer narrative:
(B)(4). Method: product eval pending. Issue is being reported as alert could not be cleared by operator..